Event description:
The rptr state that the hubs were coming off the dilator. There was no pt injury or treatment associated with this issue.

Manufacturer narrative:
Three units were returned for evaluation. The dilator hubs were found to be secure. The units performed within specification. The lot history was reviewed and found to be acceptable. Medex was unable to confirm issue or determine possible cause. No additional action necessary at this time. Medex considers this MDR closed with this report.